Event description:
The customer stated a cell-dyn 1800 analyzer generated falsely elevated hemoglobin results for one patient sample. The analyzer generated an initial hemoglobin result of 8.0 and a repeat result of 8.0 g/dl. The result was unexpected because the patient was undergoing chemotherapy for lymphoma. The customer performed two autocleans and repeated the sample, generating hemoglobin results of 1.9 and 1.9 g/dl. The falsely elevated hemoglobin results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4): false positive result. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The initial submission incorrectly stated the customer experienced a falsely elevated hemoglobin result. The customer actually experienced a falsely elevated wbc (8.0) result. The customer stated that after performing supplemental aperture cleaning the issue was resolved. The issue was likely related to debris in the lines. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified. The falsely elevated wbc result is not likely to cause or contribute to death or serious injury if the malfunction were to recur, and this report was submitted in error.